Event description:
During opening the package, it was observed that an edge of the reported device has been broken off at the distal tip. A replacement was available.

Event description:
During opening the package, it was observed that an edge of the reported device has been broken off at the distal tip. A replacement was available.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The returned product was in pristine condition, however the packaging or centralizer was not returned for evaluation. No medical records were received, as there was no patient involvement in this event. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was received. Further information including return of the packaging material and centralizer and clarification of the reported event are needed in order to complete this investigation.